Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad was inspected and found moderate adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified.

Event description:
The patient reported two v-gos fell off. The first one was on (B)(6) 2020, and the second one fell off two days ago. Both v-gos were worn on patient's arm and fell off after two hours. Patient said it might have been caused by movement but she was not sure. Patient attempted to put both v-go's back on and the needle hurt.